Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer, fluoro functions board, and generator interface board, and reloaded software. System operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.